Event description:
In 2009, the lay user/reporter contacted lifescan alleging that a one touch ultra meter was powering off during use. The pt tests her blood glucose 4 times a day. She takes sliding scale 70/30 insulin based on her meter readings. The reporter indicated that the alleged meter issue started two weeks prior. The reporter mentioned that the power issue was intermittent. During the times the meter would not power on, the reporter claimed that the pt guessed on her sliding-scale insulin dosages. Two days prior to original date, the reporter believes the pt guessed on her insulin dosage before going to bed. During the middle of the night, the pt woke up with symptoms of sweating and shakiness. The reporter stated that the pt had an "insulin reaction." The pt administered self-treatment by eating candy. The self-treatment helped to relieve her symptoms. The pt did not seek or receive medical treatment from a health care professional during the time of concern. The meter's battery was not replaced according to the owner's manual. The reporter did not have a replacement battery for troubleshooting the alleged meter issue. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt had an insulin reaction and developed symptoms that can be associated with severe hypoglycemia 12 days after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.